Manufacturer narrative:
Correction to section h, device manufacturers only. Field h6, device codes. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of manufacturing deficiency.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) received an in-office software update to prevent the device from entering safety mode, and four days later the patient reported that this device could not communicate with the home monitor. Technical services (ts) was consulted and advised on performing a patient-initiated interrogation (pii), and further in office evaluation of the system was recommended due to suspected safety mode behavior. During in office evaluation, the device was found to be operating in safety mode, however there we no alerts in the system for the safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) received an in-office software update to prevent the device from entering safety mode, and four days later the patient reported that this device could not communicate with the home monitor. Technical services (ts) was consulted and advised on performing a patient-initiated interrogation (pii), and further in office evaluation of the system was recommended due to suspected safety mode behavior. During in office evaluation, the device was found to be operating in safety mode, however there we no alerts in the system for the safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis.

Manufacturer narrative:
Correction to section h, device manufacturers only. Field h6, device codes. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) received an in-office software update to prevent the device from entering safety mode, and four days later the patient reported that this device could not communicate with the home monitor. Technical services (ts) was consulted and advised on performing a patient-initiated interrogation (pii), and further in office evaluation of the system was recommended due to suspected safety mode behavior. During in office evaluation, the device was found to be operating in safety mode, however there we no alerts in the system for the safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned and is pending analysis.